Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a speaker failure. The reported condition was identified during power up. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.